Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. According to investigation results of related complaint with patient identifier (B)(6), the legal manufacturer tried to replicate the reported failure using a retained distal cover (lot. H1412), and confirmed the distal cover will never come off when it has no damage and it is correctly attached to the scope. The retrieved distal cover was confirmed to have had no damage and therefore it is likely that the cause of the event was due to the distal cover not being attached to the subject device per the device instructions for use (IFU). However a definitive root cause was not identified. The event may have been prevented as stated in the IFU: "important information ¿ please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Proper attachment of the distal cover is described in the IFU as follows: "attaching accessories to the endoscope: attaching the single use distal cover: 8 confirm that there is no adhesion of foreign materials between the distal end of the endoscope and the single use distal cover." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to the olympus representative, after an endoscopic retrograde cholangiopancreatography (ercp) the plastic cover was missing from the end of the scope. The scope was reintroduced into the patient, the plastic cover was identified in the second part of the duodenum and retrieved using rat tooth forceps. Additional information was requested from the customer and no additional information is available. It is unknown if there was patient harm or injury. This event includes 2 reports: patient identifier (B)(6): maj-220 315 patient identifier (B)(6): tjf q190v this report is 2 of 2 for patient identifier (B)(6): tjf q190v.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.